Event description:
Pt had previously undergone bilateral mastectomies with implants. The pt presented after being involved in a motorcycle-trailer accident in september 1998 where she sustained pneumothoraus & 5 broken ribs. Since the time of injury, pt noticed flattening & indentation on the right side. Clinical examination has shown significant bilateral contractures also. Replacement surgery was requested by the pt and performed on 2/25/1999. Both right and left sides replaced.